Event description:
The clinician reported that 1.5 months after the immediate dental implant was placed in the patient's mouth, the implant did not achieve osseointegration in type I bone. The site was grafted. The clinician reported the patient has good oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.